Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 770 mg/dl. The customer felt symptoms of vomiting prior to the hospitalization. The customer was treated for their blood glucose with their insulin pump. The customer was assisted with troubleshooting and their insulin pump passed the test functions.